Event description:
It was reported that the pt's performance was decreasing. Testing showed that the value of the reference electrode was high. On may 31, 2007, electrode position was checked by surgery, which showed that the reference electrode was covered by tissue. The pt was re-implanted in 2007. Med-el was not aware of the scheduled re-implantation until the receipt of the explant in innsbruck.

Manufacturer narrative:
The device has been explanted, and has been returned to MFR, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.